Event description:
It was reported that the device had a leak. There were 2 patients involved, who were given an unknown dose and had a total delay in treatment. Medical intervention was necessary for the change and installation of the new circuit. No medical treatment was prescribed. The status of the event was resolved. The medical devices have been thrown away. There was no reported patient harm.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: the device was not returned for evaluation; therefore, visual inspection, event log review, and functional testing could not be performed. A review of the available service history identified no repairs within the previous 12 months. One photo was provided showing a connection between a connector and y-splitter; however, no visible leakage was identified. The complaint of leaking could not be confirmed, and a probable cause could not be determined due to the device not being returned for investigation. If the product is returned, this complaint will be reopened for further investigation.